Manufacturer narrative:
Evaluation summary: x-rays and/or pictures, patient information, and the device were not supplied for review. Additionally, the lot number was not supplied, so the manufacturing records could not be reviewed for conformance. An engineering analysis cannot be performed with the information provided. Cause cannot be definitively determined. Evaluation: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
From a medwatch that was received, it is reported that a patient was undergoing total hip arthroplasty when a zimmer drill bit broke during use. Surgeon transcribed during the drilling of one of the holes through the greater trochanter for securing his external rotators. It was noted that the drill bit was broken. Surgeon nor staff remember any time in which the drill bit was torqued and could not find anything upon inspection in cavity or surgical field. The x-ray was obtained under fluoroscopy and was shot across multiple planes. The bit was unable to be located. The x-ray was clear of any retained fragment/foreign object. There was no injury to the patient. The drill bit is a one time use item. Patient sent to recovery and appears to be doing well.